Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service. Additional information from the clinical representative indicated that loss of capture (loc) was also observed. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that noise was observed. As a result, lead fracture was suspected, but it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service. Additional information from the clinical representative indicated that loss of capture (loc) was also observed. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.